Event description:
It was reported the patient experienced discomfort at the ipg site. Subsequently, the patient underwent surgical intervention on (B)(6) 2013 and the ipg was relocated. Follow-up information revealed the patient is recovering well and her pain/discomfort has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.